Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/28/2025, it was reported that the patient ate a burger and drank juice. Soon after this, the patient began to feel dizzy and cold. The patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was taken. After a few minutes, the patient¿s cgm dropped to low mg/dl. The patient called her doctor, who then advised her to go to the emergency room (ER). At the ER, the patient¿s bg meter reading was 156 mg/dl while her cgm was reading low mg/dl. The patient was treated with IV fluids. Blood work was also done. The patient was discharged home after approximately 3-4 hours. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.